Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer received a mechanical error on the insulin pump. The day before the customer refilled the reservoir but it was completely empty at the time of call. The insulin pump alarmed pump error 130 during basal delivery. Customer's blood glucose level was 13.2 mmol/l. The customer was able to rewind the insulin pump and the displacement test passed. The self-test passed as well. When the insulin pump was rewinding, a loud noise was made. The device was not returned.